Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using the hemopro device. Co2 was leaking. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device was not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).